Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 4 years of support, the patient expired on (B)(6) 2018 due to outflow graft obstruction. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4), and a direct correlation to the reported events could not conclusively be established through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outflow graft bend relief were cut approximately 4¿ from the outflow graft attachment and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The bend relief collar was sutured in place around the outflow graft nut. The pump appeared to be exposed to a fixative. The outflow graft bend relief was returned with a lengthwise cut that appeared consistent with the explant process. Upon removal of the outflow graft bend relief, the exterior of the outflow graft was examined and a similar cut was observed from the distal end of the graft to within 1.5¿ from the graft¿s hardware. No twists or kinks were observed in the outflow graft material. Examination of the proximal side of the graft attachment revealed no evidence of developed depositions or thrombus formations. No depositions or thrombus formations were observed in the lumen of the graft. The reported outflow graft obstruction could not be confirmed through the evaluation of the returned device. Evaluation of the sealed inflow conduit and outflow elbow revealed evidence of dried, fixed blood but no evidence of developed depositions or thrombus formations. Depositions of fixed blood were present throughout the device; however, no contact marks were observed when these depositions were removed, indicating that they formed post-explant and were not present while vad-13211 was supporting the patient. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-13211 revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.